Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (3000mcg/ml at 797.8 mcg/day) via intrathecal infusion pump for non-malignant pain. The hcp called to ask for dosing considerations when going from fentanyl to morphine. Caller states that this patient has "never had therapeutic effect" with his drug infusion system and that they started out with dilaudid, which did not provide him with relief, so they switched him to fentanyl. The patient still was not getting relief with just fentanyl so they added bupivacine. Once they added bupivacaine, the patient "started having side effects" and wanted the bupivacaine out. Now they only have fentanyl 3000 mcg/ml at 797.8 mcg/day and he still is not getting relief. The pump logs were checked showing no abnormalities. A dye study was done on (B)(6) 2020 which showed an issue at the ¿restrain loop¿ right before the catheter goes intrathecal around the t5/t6 area so the catheter was revised on (B)(6) 2020. Caller states that she also might consider having him stay with fentanyl but dropping him from 3000 mcg/ml to 1000 mcg/ml because she heard it has more therapeutic effect. It was reviewed that dosing is a medical decision and couldn¿t be advised upon.

Manufacturer narrative:
Concomitant medical product: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the patient wasn't getting the anticipated benefit with the pump therapy after changing medication so a dye study was performed on (B)(6) 2020. It was reported there was extravasation of contrast from the catheter at the level of the restrain loop prior to the catheter entering the intrathecal space. The catheter was replaced and discarded on (B)(6) 2020.